Event description:
Us complainant reported the patient was on impella cp support. While on support, a hematoma was noted at the impella site. A sandbag was placed on the groin and manual pressure was applied. Anti xa was 1.9. Additionally, the patient developed hemolysis, urine red. P level was dropped to p5. The doctor was informed of both the hematoma and hemolysis and decided to drop the p level to 4 and take the patient back to the catheterization lab to explant the impella. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis and access site bleed has been completed. No product was returned for evaluation. Data logs were reviewed and real time log at the beginning of the case shows a small step up in motor current, simultaneous small speed deviation, pump flow becoming slightly more saturated, and a slight step down in placement signal. Additionally, a slight drop in purge flow with a small increase in purge pressure was observed at the same time. These data log signature align with a small ingestion of biomaterial into the pump. Clinical details noted that red urine was observed after patient check in into unit, pump was turned down from p-7 to p-5. Pump was running with d5w at time of hemolysis and sodium bicarbonate purge solution was ordered. It was not noted if hemolysis resolved after pump was explanted. The root cause of the hemolysis was most likely due to biomaterial. Clinical details noted that patient with triple vessel disease and known cad had puffiness around the impella access site during pci procedure. At check into unit, a hematoma was present at the access site. The root cause of the access site bleeding cannot be definitively determined as limited clinical details were provided.